Event description:
The following was reported: "the patient pin (B)(6), who was revised to a new growing non invasive distal femur in 2019. This component became jammed after some extensions but the patient was doing well. Unfortunately the patient has had another growth spurt and now has a 6cm limb length discrepancy. The fixation is excellent with the cemented stem, the collar and the extracortical plate. We would need to revise this component again to fit in another growing prosthesis. Revising the whole prosthesis would probably mean a total femur replacement due to the difficulty of removing the proximal fixation."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Manufacturer narrative:
Reported event: an event regarding seizing involving a jts, distal femoral replacement, extension mechanism was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6) 2020. The surgeon reported implant extension seized and leg discrepancy. The x-ray image provided showed that the implant has been extended around 16mm which hasn¿t reached its maximum capacity of 50mm; and the affected leg was over 7cm shorter than the opposite leg. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured with no reported relevant discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: review of the event description and x ray review confirmed that pin 22145 was successfully extended to approx. 16mm but the extension mechanism has now allegedly seized. No further information or allegations have been made against the drive unit. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following was reported: "the patient pin 22145, who was revised to a new growing non invasive distal femur in 2019. This component became jammed after some extensions but the patient was doing well. Unfortunately the patient has had another growth spurt and now has a 6 cm limb length discrepancy. The fixation is excellent with the cemented stem, the collar and the extracortical plate. We would need to revise this component again to fit in another growing prosthesis. Revising the whole prosthesis would probably mean a total femur replacement due to the difficulty of removing the proximal fixation."